Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water did not come back when injected into the foley catheter balloon on the day of use.

Event description:
It was reported that the sterilized water did not come back when injected into the foley catheter balloon on the day of use. Per follow-up information received via ibc on 20jun2022, it was stated that the customer did not provide any information on the patient impact due to the use of these devices.

Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure could be inadequate pressure on the machine to punch. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.